Event description:
Reporter indicated a patient had vns lead and generator revision surgery due to an unspecified lead malfunction. Prior to the surgery, the patient was not feeling any vns stimulation. The patient had his vns generator replaced on (B)(6) 2011. After the replacement, the patient was not able to feel vns stimulation. The patient then had vns lead and generator replacement on (B)(6) 2011, due to a reported lead malfunction. Attempts for further information and return of the explanted devices are in progress.

Event description:
The explanted vns lead and generator were returned for analysis due to high lead impedance. No anomalies were identified with the generator and the generator performed per specifications. During the visual analysis of the returned 294 mm lead portion, what appeared to be a slice mark / abraded opening was observed on the outer and 1st inner silicone tubing approximately 39 mm from the end of the connector bifurcation. The 1st quadfilar coil appeared to be broken approximately 17 mm and 41 mm from the end of the connector bifurcation. Upon further analysis it was discovered that the outer silicone tubing, 1st inner silicone tubing and 1st quadfilar coil had a melted appearance. Scanning electron microscopy was performed on the 1st quadfilar coil and the areas were identified as having the appearance of being melted, with re-solidified material (evidence of being melted at one time). What appeared to be spatter was found on the coil surface. It is unknown exactly what caused the outer silicone and 1st inner silicone tubing and 1st quadfilar coil to melt. Based on the obvious signs of melting on the coil surface, it is possible the thermally-damaged silicone tubes and quadfilar coil were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The abraded openings and melted area found on the outer and 1st inner silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside. For the observed 2nd inner silicone tubing fluid remnants, there was no obvious path for fluid ingress other than the cut end that was made during the explanted process. With the exception of the observed melted areas on the outer and 1st inner silicone tubing and 1st quadfilar coil the condition of the returned lead portions is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since a portion of the lead assembly (body) including the electrode section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Although a confirmed discontinuity in the body region of one of the returned quadfilar coils (polarity unknown) was noted, the break appears to be explant-related (cauterization tool). As the lead pin appeared to be fully inserted, a lead fracture is suspected in the lead portion not returned. Reporter indicated the patient was having increased seizures prior to the patient's previous generator replacement surgery, which occurred on (B)(6) 2011. The increased seizures were felt to be due to a depleting generator. The other generator was returned for analysis and was performing as intended and was not at end of service. It is likely the increased seizures and stimulation not perceived were due to the lead fracture preventing therapy, as no issues were noted with the previous generator. Per the reporter, the vns was noted to be "ok" in (B)(6) 2011, indicating proper device function at the time. The level of the seizure increase was not known, and the seizure type was not specified. The patient's seizures have returned to baseline levels since the (B)(6) 2011, vns lead and generator replacement surgery. X-rays were not done prior to the vns revision surgery. The patient had no trauma and did not manipulate the vns.

Event description:
An implant card was received to the manufacturer on (B)(6) 2012, confirming the patient had vns lead and generator replacement surgery performed on (B)(6) 2011. Diagnostics with the new lead and generator were "ok" per the implant card.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device available for evaluation, corrected data: the product received date was inadvertently not reported. The product received date to the manufacturer is provided. Device failure occurred, but did not cause or contribute to a death or serious injury.